Event description:
The micro sagittal saw was sent in for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
A damaged sagittal head assembly was identified as the probable cause of the overheating described.